Manufacturer narrative:
Concomitant product(s): a 6945-65 lead, implanted: (B)(6) 2000. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent far field r-wave (ffrw) oversensing was exhibited on the right atrial (ra) lead, which was causing inappropriate mode switch to occur. Reprogramming was performed for lead sensitivity, and the ra lead remains in use. No patient complications have been reported as a result of this event.